Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device data log had no related findings. Functional tests included motor current testing. The pump was powered up and displayed an error code. The pump passed the priming and motor current test. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.